Manufacturer narrative:
(B)(4). Received return evaluation (B)(6) 2015. Conclusion: brake engages/disengages properly during bench test.

Event description:
Dealer is stating that he installed the left motor, and the brake is not engaging, it has to be hit before it will lock in place.

Event description:
Dealer is stating that he installed the left motor, and the brake is not engaging, it has to be hit before it will lock in place.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.